Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2025, the patient was at work when they felt dizzy and nauseous. They suspected an issue with their blood sugar. The patient checked her app and it had a reading of 121 mg/dl. She consumed apple juice. After 45 minutes, she went to the hospital because the dizziness worsensed. On the way to the hospital, she began shaking. Upon arrival, the patient's bg was 57 mg/dl she was administered sugar tablets and sugar via IV. The medical team diagnosed the patient with an infection that was causing her blood sugar to drop. The patient was in the hospital for two days and was discharged on (B)(6) 2025. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.